Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured, and the device was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: fg emerge mr, ous 2.00mm x 20mm balloon catheter was returned to the complaint investigation site (cis). A visual and tactile inspection revealed no issues identified to the hypotube and shaft polymer extrusion. Microscopic analysis revealed a pinhole in the mid-section of the balloon material. No damage was observed to the markerband. No issues identified on the tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured, and the device was damaged. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.